Manufacturer narrative:
Siroforce no. (B)(4): battery defective, motor holder defective, foot control defective, measurement cable lip clip defective, and measurement cable file clip defective. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Event description:
In this event it is reported that a vdw gold reciproc does not turn properly, possible mechanical issue. The outcome of this event is unknown as of this MDR. Requests have bee made for further information.